Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI # unknown part number, UDI is unavailable. Mehren, c., et al. (2006). Heterotopic ossification in total cervical artificial disc replacement. Germany and czech republic. Spine, 31:2802-2806. This report is for unknown prodisc-c implants, unknown quantity / unknown lot. (B)(4) - spontaneous fusion (for non-fusion device). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: mehren, c., et al. (2006). Heterotopic ossification in total cervical artificial disc replacement. Germany and czech republic. Spine, 31:2802-2806. The study objective was to evaluate the rate of heterotopic ossifications (ho) identified with plain radiograph following total cervical disc replacement (tcdr). The second goal was to show whether segmental motion can be preserved, and whether tcdr can provide improvement of the patient¿s ability to perform activities of daily living as well as decrease of pain. The prospective clinical study included fifty ¿four (54) patients enrolled in two centers. Inclusion criteria were disc herniations or other degenerative changes at the levels c3/4-c6/7, which led to neurological deficits, and/or arm neck pain. A total of seventy-seven (77) implanted prosthesis were analyzed one year after tcdr with a prodisc-c. Various scale and test evaluations were used to measure patient outcomes. Of the seventy-seven (77) implanted prosthesis, three (3) were implanted at c3/4, nine (9) were implanted at c4/5, thirty-six (36) were implanted at c5/6, and twenty-nine (29) were implanted at c6/7. Thirty-four (34) patients had a monosegmental implantation, whereas twenty (20) had a multisegmental implantation (n=17 bisegmental; n= 3 trisegmental). Various grades of ossifications were identified (grade I - IV) and defined in study. Grade 1 ossifications (ho detectable in front of the vertebral body) were present in six (6) levels and a total of thirty (30) segments showed grade 2 ossifications (ho growing in disc space). Heterotopic ossification that led to restrictions of the range of motion was present in eight (8) cases. One-year postoperatively, seven (7) cases had a spontaneous fusion of the treated segment. This is report 1 of 1 for (B)(4). This report is for unknown prodisc-c implants, unknown part # / lot #.